Event description:
Reported due to stent dislodging from balloon. It was reported two (2) graftmaster coronary stents were used in the attempted treatment of a free perforation of an unk size in an unspecified location in the same pt. It is unk if there were any pre-existing stents in this location. The first graftmaster was reportedly implanted but the perforation was not sealed because the stent slopped off the balloon proximal to the perforation. It is unk how the stent was implanted. No pt adverse events were reported. The second graftmaster reportedly did not seal the perforation because the physician was unable to deliver the stent to the distal area next to the perforation. The form states that there wre no complications or adverse events in the use of this stent. It is unk how or if this perforation was sealed. If this event prolonged the pt's hospitalization. This report represents the second graftmaster device used.